Event description:
During the procedure the needle attached to the microtip broke at 11:47 of total cutting power. At the time the needle broke, the procedure was completed. The physician recovered the needle and checked the incision site for foreign material. None were observed. There were no adverse events to the pt due to the needle breakage.

Manufacturer narrative:
Per the facility, the unit was being used to debride bone, which is against the indications for use. An internal validation on the durability of the microtips was performed indicating that the tip will break if used under extreme conditions such as usage that would cause side loading force to be applied. The unit was returned to the manufacturer and evaluated. The needle was verified to be broken and damage to the case nose was observed. The unit was dissembled and it was confirmed the needle broke at the braze joint. A portion of the needle still remains in the braze joint indicating needle breakage, not separation. The break point indicates improper technique or side loading. Damage to the case nose indicates contact with hard tissue such as bone. Damage would not occur during normal use conditions.